Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to incorrect device configuration. The date in the device was set incorrect (year 2024) which caused the device to recognise pads as expired. The date was reset to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.